Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault with rotation and blurred vision. The lens was exchanged for a longer length lens and the problem resolved. Cause of event was reported as other. Lens rotation and secondary surgical intervention to remove/replace/reposition the lens is an expected or foreseeable side effect.

Manufacturer narrative:
H6: type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Rotation and secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following. Claim: (B)(4).